Event description:
It was reported that there were high impedances on the multi-lead trialing cable (mltc). It was noted that initially 0-4 had the issue, but after moving the lead ¿north,¿ 4-7 were out of range after a .25 volt test. It was noted that the patient could not tolerate the higher voltage. The screening cable was reportedly replaced to see if different results could be achieved, but on the new screening cable the same impedance issues were seen. It was further reported that there were high impedances on the lead and it was the same electrodes as were associated with the multi-lead trialing cable. It was noted that again, as the lead was moved the affected electrodes changed. It was noted that the lead was never implanted and was replaced by another product. It was further noted that impedances testing, x-rays, and reprogramming were all done. It was reported that a second lead had high impedances and the electrodes with the issue were the ¿same as with other products. It was noted that the lead was never implanted and was not replaced. It was further noted that the event occurred during a trial procedure. The lead was reportedly placed without incident. It was noted that during initial intra-op testing, patient was sensitive to stimulation at some electrode levels and could not perceive stimulation at others. An impedance test reportedly followed and the patient could not tolerate test at any amplitude greater than .25v, which revealed the proximal 4 electrodes to be out of range. After cleaning contacts and reconnecting with mltc same impedance issue was present. At that point, a new mltc was opened and tested revealing the same thing. When the lead was moved north and south, the area of high impedance would change accordingly. As a final precaution, a new lead was introduced in place of the first and revealed the same issues with impedance. It was then determined that it was likely scar tissue in the epidural space was the cause. Leads were removed and the case was aborted.

Manufacturer narrative:
Concomitant products: product ID 3555-31, lot# n398244, product type screening device; product ID 387445, lot# va0bs1k, product type screening device; product ID 387445, lot# va0b3yu, product type screening device. (B)(4).